Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the infusion was expected to last for one day, but after two days, solution still remained within the device. The solution being infused was fluorouracil and normal saline, through a peripherally inserted central catheter (PICC) line. This was the third infusion being performed, with no issues encountered during the previous infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with 29 ml of fluid in its bladder. Visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was then performed, though the conditions of the reported event could not be replicated as they were not provided by the reporter. The flow rate was found to be within the specification range of the product. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.